Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during biomed testing (medication, programmed amount and delivery rate unknown). It was reported that a biomedical engineer began testing the device, which had been sitting overnight with the loaded set. The device was observed with the delivery screen displaying an infusion occurring and an audible sound of the motor running, however, no fluid was being delivered and no occlusion errors were present. The biomedical technician proceeded to stop the pump, open the door, and reload the set. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). After a site visit by a baxter field service technician on (B)(6) 2015, the failed flow rate accuracy testing from the initial manufacturer report was confirmed. The cause of the failed testing was attributed to improper test procedure which includes insufficient head height and a lack of resolution in the weighing of the test samples.